Manufacturer narrative:
Device not returned for evaluation.

Event description:
The manufacturer became aware that a user alleges the exhalation port from her amara view mask with magnetic headgear was blowing air toward her eyes when on her pap device for sleep apnea. The user alleges that this airflow caused corneal erosions and eye disease. The user stated she altered the mask by drilling her own exhalation port in the bottom of the mask but it is unclear if she occluded the original exhalation port. The user mailed her mask into philips but did not provide any reference numbers in packaging. The user no longer wants replacement clips because she no longer is using the amara view mask. The user stated she has a pacemaker. No mask or headgear will be returning for investigation. This will be an initial-final report. The manufacturer will continue to monitor complaints for similar issues. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
The manufacturer previously became aware that a user alleges the exhalation port from her amara view mask with magnetic headgear was blowing air toward her eyes when on her pap device for sleep apnea. The user alleges that this airflow caused corneal erosions and eye disease. The user stated she altered the mask by drilling her own exhalation port in the bottom of the mask but it is unclear if she occluded the original exhalation port. The user mailed her mask into philips but did not provide any reference numbers in packaging. The user no longer wants replacement clips because she no longer is using the amara view mask. The user stated she has a pacemaker. In the previous report, section h1 type of reportable event, was inadvertently selected as "other". It has been corrected to "serious injury" on this report.